Event description:
Account alleged when the master lockout key is pressed, the bed goes into trendelenburg.

Manufacturer narrative:
Technician replaced both caregiver controls to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.